Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9336315, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-02, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(4) investigation summary: two samples were received and evaluated. They came in a (B)(4) plastic bag. A visual inspection was performed. They have scale printing imperfections. They are acceptable. Four photos were provided. They show the samples received and the top web packaging blister. Based on the samples/photos provided, the symptom reported by the customer is confirmed. However, these imperfections are acceptable. A potential root cause is associated with the syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have caused by a jam on the assembly machine, and the barrels were printed with imperfections and not detected in the next processes. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 9336315 for this type of defect or symptom. Also reported lot# unknown. There was no documentation for this type of defect during the entire production run of this batch #. Also reported lot# unknown. Based on the samples/photos provided the symptom reported by the customer can be confirmed. However, these imperfections are acceptable. The lot was produced for 0.134mm units with 1 complaint it has a cpm of 7.4. We will continue monitoring and trending this product. For the lot# unknown no trending can be performed. Root cause description: a potential root cause is associated with syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine had a jam and the barrels were printed with imperfections and not detected in the next processes. Rationale: CAPA not required at this time. Based on the samples/photos provided the symptom reported by the customer can be confirmed. However, these imperfections are acceptable. The lot was produced for 0.134mm units with 1 complaint it has a cpm of 7.4. We will continue monitoring and trending this product. For the lot# unknown no trending can be performed.

Event description:
It was reported that 2 bd 20ml syringe luer-lok¿ tips experienced missing scale markings which were noticed during use. The following information was provided by the initial reporter: prior to use in the manufacturing process, defective marking on barrels was found.